Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -9.5 diopter lens tear/break during loading while removing from vial. On (B)(6) 2022 the lens was implanted; removed and replaced intraoperatively from the patients right eye (od). A replacement lens of

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue on product. Visual inspection found haptic torn/bent and residue on optic and footplate of lens. Claim#: (B)(4).